Event description:
When the end of the instrument is advanced, the dual wires holding the c ring did not advance smoothly. One side advanced at an angle. On repeated trials, one side eventual broke.two products experienced similar malfunction. Sales rep representative was contacted and replaced product.for lot # 25032727, as the instrument was being brought back down the leg, it became hung on tissue. When it was freed, the wire on one side had broken. There was no reported injury to the patient.for lot # 25031266, the wire was advanced and it came out at an angle.